Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The initial results in the range of 123-133 mmol/l were reported out of the lab and questioned by the physician. The specimens were re-tested on a different instrument and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
At the time of the event, the automated weekly flow maintenance procedure was in use. On 01/18/2010, the twice-weekly flow cell maintenance procedure was implemented. A field service engineer (fse) was dispatched: the fse replaced the ise flow cell. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.